Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, serial# unknown, product type programmer; physician; product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving ba clofen (1000mcg/ml at 140mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and multiple sclerosis. It was reported that the patient had a refill of the pump on (B)(6) 2018 (92 hours prior to the report) and the drug concentration was changed from 2000mcg/ml to 1000mcg/ml, but the hcp did not change the programming concentration. The concentration was left at 2000mcg/ml at 140mcg/day. The patient was back on (B)(6) 2018 to correct the programming. The patient was having no therapy issues. There were no further complications reported at this time.